Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes. The customer stated that there was no patient involvement . Device has been serviced.

Event description:
It was reported that the display was dim. There was no report of patient involvement.